Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under both armpits. The irritation was described as welts, but no open skin or bleeding was reported. There was no alleged device malfunction contributing to the irritation. The patient was prescribed an antiobiotic by a medical professional. The patient could not recall the name of the antibiotic. Follow up indicated the irritation improved.